Event description:
Update: (B)(6) 2014 - litigation received. Doi provided. Litigation alleges physical injury, pain, and elevated metal ion levels. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(6) 2014.

Event description:
Sales rep reported revision surgery. Patient has been revised to address cup loosening and scratches on the femoral head.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 07/30/2014- litigation papers received. Litigation alleges grinding, metal flakes in and around the socket, fluid, swelling, anda limited range of motion. The dob and doi was provided. Invoice was found. There is no new additional information that would affect the investigation. The complaint was updated on: 08/15/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.